Event description:
An asymptomatic patient was brought to the clinic for fluoroscopy evaluation and externalized conductors were observed. No electrical issues observed. The physician will continue to monitor the patient.

Event description:
New information notes that after an successful dft, the patient received an inappropriate shock. The device was interrogated and noise was observed on the ventricular channel. The lead will be scheduled for replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that the lead was capped and replaced during a device change-out procedure on (B)(6) 2016.